Manufacturer narrative:
The device was evaluated by the manufacturer. The device was found to operate properly. The device's oxygen percentage was within specification. The manufacturer tested the batteries and found the batteries to operate to specification. The patient reported to the manufacturer that while in the hospital, he was treated for shortness of breath and low blood oxygen levels and was prescribed bipap therapy. The patient stated that bipap therapy is being arranged to be used at home. The manufacturer concludes the device operated properly and within specification, and that the patient's disease state may have caused or contributed to the hospitalization.

Event description:
The manufacturer received information alleging a simply go was not delivering oxygen, and the batteries were not lasting the required time. The patient was admitted to the hospital.